Manufacturer narrative:
Device evaluated by MFR: a synergy ous mr 3.00 x 24mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent damage. Stent struts 7 and 8 from the distal end of the stent were lifted and pulled distally. The remainder of the stent was undamaged. The undamaged section of the crimped stent outer diameter was measured and was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery (mrca). Predilation was performed with a 3.0x18mm non-bsc balloon catheter. A 3.00 x 24 synergy¿ drug-eluting stent was then advanced but failed to cross the lesion. The device was removed and ten further dilatations were done. The device was re-advanced but still failed to cross the lesion. Upon removal, it was noted that the stent strut had protruded. A 3.0x23mm non-bsc stent was then deployed and overlapped at the proximal rca, but it migrated. The patient was transferred to another hospital and the procedure was terminated. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The (B)(4) stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery (mrca). Predilation was performed with a 3.0x18mm non-bsc balloon catheter. A 3.00 x 24 synergy¿ drug-eluting stent was then advanced but failed to cross the lesion. The device was removed and ten further dilatations were done. The device was re-advanced but still failed to cross the lesion. Upon removal, it was noted that the stent strut had protruded. A 3.0x23mm non-bsc stent was then deployed and overlapped at the proximal rca, but it migrated. The patient was transferred to another hospital and the procedure was terminated. No patient complications were reported and the patient's status was stable.